Event description:
Results of "150 mg/dl" with a lifescan meter and "115 mg/dl" on a laboratory device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The control solution test failed. The meter, test strips, and control solution were replaced.